Event description:
It was reported via trial that approximately 4 years post xience stent implantation in the proximal right coronary artery (prca), the pt experienced unstable angina, was hospitalized and was diagnosed with a q wave myocardial infarction. Per angiogram, 50-70% in-stent restenosis was found in the prca as well as 100% stenosis in the distal rca. Balloon angioplasty was performed. There was no adverse pt sequela reported. On (B)(6) 2010, the event was noted to be resolved. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported angina, myocardial infarction (mi) and re-stenosis are listed in the instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatments appear to be related to the operational context of the procedure.